Manufacturer narrative:
Product complaint # (B)(4). Investigation summary =no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Removed: surgical intervention and medical device removal.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: patient product photographs have been provided for review (alert date: (B)(6) 2020). No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Product photographs have been provided for review (alert date: (B)(6) 2020): photos received show tibial component; these photos give no additional pertinent information toward the complaint regarding loosening of femoral component. No information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 10 october 2019 for MDR reportability. On (B)(6) 2016, the patient underwent total right knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2017, the patient underwent a right knee revision due to loosening and pain. The surgeon reported on a loose femoral component, in the post-operative note. The surgeon did not comment on the patellar nor tibial components, and these were not revised. The femoral component was revised in the operation and the polyethylene insert was exchanged. The patient was implanted with attune components and smartset cement x 2. There were no complications reported with the procedure. Doi: (B)(6) 2016. Dor: (B)(6) 2017. (Rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.